Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. It was noted that the pump's audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the pump clip was not able to be secured to the u-groove on the back of the pump, which has no effect on insulin delivery function. Also unrelated to the complaint, evaluation revealed that the returned battery cap was damaged. A test battery cap was able to be fully secured to the pump and was used to complete all testing. In addition to the unrelated issues, evaluation revealed that the up arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad was found to be intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. The complaint that the display screen was blank was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.